Event description:
It was reported that the patient's ipg was unable to communicate with external devices. In turn, the patient's ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.